Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; the reported event was not confirmed for the device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. There was patient involvement; no patient impact.